Event description:
Patient presented to the physician with inflammation at the ipg pocket. Physician prescribed antibiotics. This resolved the issue.

Event description:
Patient presented back to the physician with infection and ipg eroding through the skin. Physician brought patient into the or and removed the inspire system. This resolved the issue.